Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that regarding a connector tego¿ that when screwing the syringe into the red lumen of the high-flow catheter, the displaced silicone of the tego connector was felt. The extracorporeal circuit line was connected, and it was evident that the system pressure was fully elevated. Upon rechecking the connector, the displaced silicone was found. There was patient involvement and no harm reported.

Manufacturer narrative:
Received one (1) used list # lat-d1000, tego¿ connector. As received, there is visible damage to the top seal of the tego, as well as damage to the silicone seal near the locking posts. Complaint of displaced silicone, elevated system pressure, and no flow can be confirmed. The probable cause of the damage to the silicone seal is due to a variation in tego seal material, which has a direct impact on the functional performance of the tego connector, with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.